Event description:
The customer reported to baxter (B) (4) that a reservoir of a single day infusor ruptured after filling. The infusor was filled with 5-fu with a total fill volume of 50ml. There was no patient involvement; therefore, no patient injury or medical intervention was required. No additional information is available.

Manufacturer narrative:
The device will not be returned to baxter for evaluation. Should the device be received, a follow-up report will be filed upon completion of the evaluation or additional information becomes available. (B) (4)